Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge during the load sequence. In addition, it was reported that an occlusion alarm occurred. A system check was performed, and the occlusion was found to be within the cartridge. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 299 mg/dl.